Event description:
Pt developed hard knot 2" above insertion site two days after insertion. 2 1/2 x 3" area reddened and warm to touch. Interesting pt history that pt has an intolerance for contact lenses. Felt symtoms may be reaction to catheter material. Another brand PICC placed with no resultant adverse symptoms developing.